Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. Review of the ICD data indicated there has been a gradual rise in the impedance measurements for the past six months. At this time no changes have been made and the ICD remains in service. No adverse patient effects were reported.